Manufacturer narrative:
B1: added product problem: investigation summary: failure to advance: the cause of the failure to advance was not determined due to insufficient clinical details. Hemodynamic instability: the cause of the hemodynamic instability was not determined due to insufficient clinical details. Pd-cannula assembly- (twist, bent, kinked): the cause of the product damage was not determined due to insufficient clinical details.

Event description:
An 80 year old male underwent post operative surgery support following (CABG) coronary artery bypass graft with severe right ventricular dysfunction. The impella rp flex was selected for hemodynamic support. A 23 fr sheath was inserted via the right internal jugular vein without issue. Pulmonary artery access was obtained using a 7 fr arrow wedge balloon catheter, and a 0.027" wire was advanced; however, the wedge backed off during advancement. Therp flex was inserted and the sheath was flushed. During attempts to advance the pump, the 0.027" wire was pulled back, and the pump was unable to advance, causing buckling of the pump. Attempts to back the pump off the wire met resistance. The wire and pump were subsequently removed. Additional attempts using the final available 0.027" wire and then a 0.018" wire were unsuccessful. The implant and explant occurred on (B)(6) 2026. Due to the inability to advance the device and lack of additional compatible wires, the procedure was aborted, and all device components were removed. The patient was subsequently transitioned to central ECMO support. Patient outcome is unknown, and no physical device inspection findings were available. The inability to advance the rp flex may have been due anatomical limitations, and the decision to switch to an alternative device was clinically appropriate.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.